Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event; device code; expiration date; date implanted; date explanted; PMA/510(k) number, and manufacture date.

Event description:
It was reported that patient underwent total right hip arthroplasty in the mid 1990's. Subsequently, patient is being considered for revision due to unknown reasons; however, no revision has been reported to date.